Manufacturer narrative:
Device UDI number was unavailable. A medtronic representative (rep) went to the site to test the equipment. During initial troubleshooting the system worked with no issues. The rep was able to finally reproduce the issue of initializing please wait with the generator not booting. Detector not ready was the problem. The rep found the paxscan cpu was not booting up (orange/yellow led on the cpu). The cp2 and detector was replaced. The detector was aligned and gain cals were also completed. The issue was then resolved. The rep verified system operation. The imaging system passed the system checkout and was found to be fully functional. The cp2 and detector was returned to medtronic but was under analysis at the time of filing. Device manufacturing date was unavailable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was stuck in a status of ¿initializing, please wait.¿ there was no patient present when this issue was discovered.

Manufacturer narrative:
Device evaluation: analysis results became available for the cp2 and detector component. Through analysis the reported complaint was confirmed. The cp2 and detector were installed in a test system. The system initially booted and readied. After the third reboot the system locked up with "initializing system, please wait" on the pendant. The amber light on the rear of the cp2 came on and the detector would not ready. The cp2 processor was faulty. There was an electrical failure with the returned cp2 and detector component. If information is provided in the future, a supplemental report will be issued.